Manufacturer narrative:
B3/d10: the events occurred on unspecified dates, further described as "in the 1-2 months". The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upstream occlusion alarms were observed while using an unspecified quantity of clearlink system secondary medication sets running on spectrum pumps. This was identified during administration with either cefazolin 2 gm bags or 3 gm bags compounded from a specialty pharmacy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.